Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) leaks while testing. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and there was a lot of condensation in the hose. The fse tested by running an all-manifold test which resulted in leakage in fill manifold and pneumatic interface module (pim) manifold. The fse replaced the tidal volume disk and safety disk. The device was tested and checked.

Event description:
N/a.

Manufacturer narrative:
In previous emdr mentioned g3 date is incorrect, the actual g3 date is 11/15/2024.

Manufacturer narrative:
Updated fields: updated fields - b5, b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions). Based on the evaluation results provided by the field service engineer, the tidal volume disk and safety disk were replaced to resolve the issue. The removed parts were requested for failure analysis but the removed parts are not available for return. Therefore, no root cause evaluation can be performed. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received the parts with a reported unit failure of a failed leak test. The fat performed a visual inspection and found the parts to be in good condition. The fat installed both parts individually in cardiosave test fixture serial and tested the part to factory specifications per the cardiosave service manual failed pim test with a leak differential pressure of -24mmhg. Parts had no failures. Retaining the part in the failure analysis and testing department per procedure number (B)(4).